Event description:
It was reported that "clamp broke when surgeon was trying to use it to reduce a fibula fracture and the mouth piece of the clamp broke off."

Manufacturer narrative:
Device will not be returned. Hospital retained. No eval will be performed. If the device or additional info becomes available, it will be reported on a supplemental report.